Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the orders were missing administration time. A the technical support specialist contacted the user multiple times via phone and email to gather examples of affected one time dose orders and impacted stations. Several patient profiles and order numbers were reviewed, and order details were validated at the medstation es server to confirm timing, pattern code, and due time calculation. Server and station time settings were checked and confirmed to be accurate after an initial correction by the site. The technical support specialist reviewed hl7 order flow and interface behavior and explained the requirement for an explicit administration time for one time dose orders to appear in the ¿due now¿ column. Relevant knowledge articles were reviewed, and findings were validated with product support, confirming expected system behavior. The customer later advised they were undergoing a pyxis upgrade and requested the case be resolved, with agreement to open a new case if the issue persists post upgrade. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, time not shown up on server. Nurses have to go to all orders column in order to find the right dose the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, time not shown up on server. Nurses have to go to all orders column in order to find the right dose the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.